Manufacturer narrative:
Returned for evaluation was a nevertouch direct fiber still in the packaging die card. A visual review of the fiber noted that the fiber was fractured 75cm print mark. The customer's reported complaint of the fiber fractured is confirmed. A review of the returned sample shows the glass core at the break of the fiber indicating that the fiber broke under a low level of stress. Per the manufacturing engineer for this product: "the break appears to have occurred under a low level of stress and there are no obvious signs of any mishandling that could have contributed to this failure. I believe the root cause of this break is most likely due to an inherent flaw in the fiber glass core that failed while the fiber was packaged in a coiled configuration which does place a degree of stress on the fiber core." A review of the device history records was performed for the indicated packaging and assembly/accessory/component lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. Labeling review: the instructions for use which is supplied to the end user with this catalog number contains the following statement "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 16cm." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with a nevertouch direct procedure kit. While unpacking, it was noted that the fiber was bent. Another same device was opened to proceed with the following procedure. There was no patient involvement with the affected product. It was indicated the reported device is available for return to the manufacturer for a device evaluation.